Event description:
It was reported that the patient was having to charge more often for longer periods of time. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device will not be returned because it was retained by the facility.